Event description:
Surgeon applied denver splint to patient's nose. While doing so, noted the tan (beige) paint was flaking off the splint. Because the surgeon had already adhered the splint and molded it to shape, he chose not to remove this one and replace it with another. There were no paint flakes observed in patient's eye area. Earlier this year, we reported the same problem with flaking paint from the denver splint. After the earlier occurrence the manufacturer was contacted and did indicate awareness of this problem. In response, manufacturer requested that we replace our stock with a new supply and this was done. After this occurrence, again manufacturer was contacted. Manufacturer again requested that we pull current stock and replace with a new supply.